Event description:
It was reported that patient went to ER with no pacing. The device was unable to be interrogated. Earlier, on (B)(6), 2010, the device had reported the battery voltage at 2.71v and battery impedance at 2139ohms. No information is currently available to indicate if the device has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.